Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 500 mg/dl. Customer stated that hat the reservoir had air bubbles. Approximate size of air bubbles were two centimetres. Customer reported that insulin pump failed high pressure test. The reservoir will not be returned for analysis.